Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event that lead dislodgement and helix would not extend was confirmed due to dry body fluids/blood on the inner coil and helix. After cleaning, the lead was tested normally during the analysis.

Event description:
It was reported that the lead dislodged and helix would not extend. The lead was explanted an replaced.